Event description:
Patient's legal counsel provided patient medical records that indicate the patient underwent total left hip arthroplasty on (B)(6) 2009. Medical records further indicate the patient was revised on (B)(6) 2011 due to pain and adverse reaction to metal on metal. Revision operative report noted necrosis and white fluid. Both the femoral stem and acetabular cup were noted to be well fixed. The modular head was replaced and a polyethylene acetabular liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." "Material sensitivity reactions."